Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the handle was broken off, was cracked on the back, and the left and right plunger cases were damaged. A review of the event history log identified heck clutch/plunger lever error. During functional testing using the occlusion test, the reported issue was duplicated. The clutch halves no longer operated properly as a result of the customer repeated impacts to the device. The root cause of the problem was a result of the customer's impact to the device. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump exhibited an unknown issue. No patient injury was reported.